Event description:
It was reported that device detachment occurred. The target lesion was located in the right coronary artery. During a procedure involved the opticross hd imaging catheter, it was noted that the catheter was fractured. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed a kink in the sheath assembly. Microscopic inspection noted pitting and degradation of the transducer housing consistent with saline damage which occurs post-use of the device and is not related to the original device failure.

Event description:
It was reported that device detachment occurred. The target lesion was located in the right coronary artery. During a procedure involved the opticross hd imaging catheter, it was noted that the catheter was fractured. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable.